Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The issue was initially unresolved after reloading the same cartridge, but the customer successfully loaded a new cartridge onto the pump with assistance in placing the pump back in its case.